Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded an episode with functional under sensing due to blanking and refractory periods. The pacemaker remains in service. If more questions arose, bringing the patient for clinic evaluation was recommended. No adverse patient effects were reported.